Event description:
The customer contact reported the endo tool software program did not sound an audible tone when a blood glucose measure due alert was displayed. Endotool glucose management system v7.2.1800.3 was being used to manage the patient's blood glucose level. No specific parameters were provided. After an unspecified length of time in use, the nurse noted that the blood glucose measurement was due: however, the software did not sound an audible tone to alert the nurse. No medical interventions were provided. Although there was potential for serious injury the customer contact reported there were no adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).